Manufacturer narrative:
The creaj2 reagent lot number is 774950. The ureal reagent lot number is 790818. The reagent expiration dates were not provided. The customer cleared a probe, performed a probe wash, and performed an air purge. The field service engineer (fse) found that the sample probe was clogged and cleared it. A precision test and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 and ureal urea/bun results for 1 patient plasma sample on a cobas c 503 analytical unit. The customer was prompted to repeat the patient sample as they were receiving abnormal aspiration alarms. The initial crej2 result was 2.0 mg/dl the sample was repeated on another c503 analyzer and the result was 6.5 mg/dl. The initial ureal result was 75 mg/dl the sample was repeated on another c503 analyzer and the result was 120 mg/dl. The repeat results were deemed correct.